Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was kinked event on 03-may-2024. The blood glucose level was 400 mg/dl at the time of event. The event occured 3 or more hours after insertion. The site of insertion was at abdomen. The infusion set was in use within 24 hours timeframe. Patient customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.